Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure after 462, 675 joules used with time expended at 56:23 minutes the fiber had a cap detachment. The procedure was completed with another fiber without any clinical consequences to the patient.